Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11 jul 2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating unit's touchscreen does not work. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified, estimate used.

Manufacturer narrative:
MFR rec¿d date. Date of report. The technical support performed troubleshooting and confirmed the reported problem. The technical support then replaced the touchscreen to resolve the problem. Performed functional tests which the unit successfully passed. Checked overall and returned back in service. H11: the unit was not in clinical use at the time the reported issue was discovered. There was no patient harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating unit's touchscreen does not work. The unit was not in clinical use at the time of the reported issue. There was no reported patient harm. Event date was not specified, estimate used.